Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported va phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the up and down arrow were not responding. Customer stated that there is no significant events leading to the keypad issues. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with all buttons responding properly. However, the insulin pump had moisture damage on keypad traces. The insulin pump was received with cracked case at display window corners. And minor scratches on lcd window.